Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with cystourethroscopy due to sui, urinary urgency, grade 3 cystocele, pelvic pain and prolapse. Following insertion the patient experienced pain, erosion of internal bodily tissue and other injuries. It was reported that patient underwent vaginal mesh excision and revision and cystourethroscopy on (B)(6) 2011 by implanting surgeon for dyspareunia and urinary frequency. A device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent a diagnostic laparoscopy, laparoscopic enterolysis, takedown of omental adhesions, and removal of gallbladder on (B)(6) 2009 due to abdominal pain, dyspareunia, biliary dyskinesia and biliary dyskinetic chronic cholecystitis of gallbladder plus intraoperative consultation for evaluation of patient¿s vaginal cuff. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.